Event description:
Boston scientific received information that this product was part of a system revision due to infection. The physician determined that the patient had infection through blood analysis. However, no culture was taken. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The physician determined that the patient had infection through blood analysis. However, no culture was taken. There were no adverse effects reported. The product was explanted.